Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer believes that an over delivery of insulin caused his blood glucose levels to drop low. Customer's blood glucose value at the time of admission was in the 30's (mg/dl). Nothing further reported.